Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was received in backup vvi settings by the hospital.

Manufacturer narrative:
The reported field event of device found in backup vvi was confirmed in the laboratory. The reason for the reset was due to bus error. The reset was not reproduced during analysis. The root cause remained undetermined.